Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "insufficient seal". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that hypothermia patient was cooling on the arctic sun device for 9 hours. Nurse reported that the device was beeping intermittently. Patient temperature was 36.5c, water temperature was 26.1c and flow rate was 0lpm. Four medium arctic gel pads plus one universal pad was in place with good coverage. Esophageal probe was connected to the device and bladder probe to the overhead monitor. Event log showed multiple alarm 14 (patient temperature 1 probe out of range), alarm 15 (unable to obtain a stable patient temperature) and alert 50 (patient temperature 1 erratic). Mss explained that that these alarms and alerts were caused by issues with either the temperature in cable or temperature probe. Mss had the nurse bend the temperature in cable in several places attempting to trigger an alarm but no results. Nurse switched the foley probe to the arctic sun device. Treatment was restarted and patient temperature was 36.9c, water temperature was 16.4c and dropping, flow rate was 3.2lpm. If the alerts/alarms reoccurred nurse would obtain a new temperature in cable.

Event description:
It was reported that hypothermia patient was cooling on the arctic sun device for 9 hours. Nurse reported that the device was beeping intermittently. Patient temperature was 36.5c, water temperature was 26.1c and flow rate was 0lpm. Four medium arctic gel pads plus one universal pad was in place with good coverage. Esophageal probe was connected to the device and bladder probe to the overhead monitor. Event log showed multiple alarm 14 (patient temperature 1 probe out of range), alarm 15 (unable to obtain a stable patient temperature) and alert 50 (patient temperature 1 erratic). Mss explained that these alarms and alerts were caused by issues with either the temperature in cable or temperature probe. Mss had the nurse bend the temperature in cable in several places attempting to trigger an alarm but no results. Nurse switched the foley probe to the arctic sun device. Treatment was restarted and patient temperature was 36.9c, water temperature was 16.4c and dropping, flow rate was 3.2lpm. If the alerts/alarms reoccurred nurse would obtain a new temperature in cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.